Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose rising from 173 mg/dl after a supply change to a peak of 310 mg/dl before trending down to 253 mg/dl after changing the teflon 23-inch 6 mm infusion set and resuming insulin delivery; the infusion set reportedly was not bent or damaged. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.